Event description:
It was reported that this rv lead exhibited oversensing of noise and was surgically abandoned and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).